Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4 and h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device is broken, the fiber bonding in the outer tube area (distal end) is damaged and the cover glass of the insertion section is cracked. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction:: charged coupled device is broken, therefore the image is green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a green picture. The event occurred during an unspecified procedure. There were no reports of harm.